Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had hazy image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry intermittent image, faulty cable unit connector, fail water leak test from cable and tiny pin hole on cable need to replace the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: hazy blurry intermittent image due to faulty cable unit connector need to replace and ail water leak test from cable due to tiny pin hole on cable need to replace should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.